Event description:
On (B)(6) 2013, the reporter stated that air bubbles in the tubing have been an issue for quite some time now and have resulted in elevated blood glucose (bg) on occasion. The reporter alleged that the patient¿s bg was as high as 500 mg/dl with headaches and extreme lethargy; there were negative ketones and no other symptoms of hyperglycemia. The reporter stated that with each bg elevation, the tubing is checked, and air bubbles are discovered. The bubbles are discharged from the tubing and the patient continues on pump therapy. During the last two days, the cartridge and infusion set was replaced three times and air bubbles continue to form. The reporter stated that customer technical support was contacted on numerous occasions and concluded that the cartridge and/or infusion set was the root cause of the bubbles. The reporter insisted that the pump must be the cause of the bubbles and insisted that it be replaced. This complaint is being reported based on the following conclusion: the cause of the hyperglycemia was agreed to be air bubbles in the tubing. And the reporter claimed that the pump caused air bubbles to be formed. Although the pump has not been known to cause air bubbles, the patient experienced a serious hyperglycemic episode while using pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the black box review shows a 0u/h basal rate from 10am to 7:30pm in the active basal program. No activity outside of normal use is observed in the black box. Total daily dose observed to be low but it add up correctly and reflect the programmed basal target. The pump powers on and displays verify screen. The display is dim and discolored, a test display screen was mounted for testing purposes, the pump was able to power up with a fully illuminated display. The pump was primed and exercised for 24, no delivery interruption occurred during the test. Pump passed a 29h flow accuracy test successfully.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.